Event description:
The following information was reported to gore: on (B)(6) this patient underwent an endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system and gore® excluder® aaa endoprosthesis. Two ctags were implanted to descending aorta and were extended by two aortic extender endoprosthesis. (Pla360400j/(B)(6) and pla360400j/(B)(6), not known which was implanted proximally/distally.) During a follow-up exam on an unknown date, a distal type I endoleak was observed. On (B)(6) 2024, a reintervention was performed to treat the distal type I endoleak. Previously implanted aortic extender endoprosthesis were extended distally with an additional ctag. The endoleak was resolved. The procedure was completed without further reported issues. Patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak. As gore was unable to determine which device/device component was placed distally and was involved in this reportable adverse event, therefore, the following additional device will be identified in this report: catalog #pla360400j, serial #(B)(6), UDI. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.